Event description:
It was reported that the pt had an initial surgery (l3l4, l4l5 and l5s1 lumbar laminectomy) in 2000 in which the drain was inserted. Another surgeon was going to remove the drain in 2000. When surgeon pulled it out the drain broke at the lumen side of the hub and the surgeon had to apply local anesthesia to retrieve the rest of the device from the pt. The pt is reportedly doing fine.